Event description:
The account alleged the head section will not lower and the head of the bed is stuck in the mid position. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.